Event description:
Contact reported the laceration of the common iliac vein during a surgical procedure. The problem was repaired with suture and the patient was implanted with a charite artificial disc at l5/s1. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
The process of accessing the site is technically challenging and care must be taken to avoid vascular complications. No connection can be made between the issue and any shortcoming of the device or information supplied with the device at this time. [See scanned pages].